Manufacturer narrative:
(B)(6). Expiration date: 11/30/2024. (B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich13.2 implantable collamer lens of 4.00/4.0/013 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022 the lens was explanted due to excessive vault and angle closure with elevated intraocular pressure. This explant resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. (B)(4).